Manufacturer narrative:
The reported event was dislodgement. A complete lead was returned for analysis. Examination of the lead found the helix was clogged with blood/tissue. After cleaning the lead, the helix could be extended and retracted. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right atrial (ra) lead was dislodged, this was confirmed with x-ray. The physician opted to explant and replace the lead. The patient was stable.